Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl with slight ketones. The customer took a manual injection and increase basal to stabilize bg level. The customer was unsure on what could have caused elevated bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.